Manufacturer narrative:
(B) (4). The ge service rep reseated the pcbs and connections. The system operates as intended.

Event description:
The customer reported, the left monitor turns white when the xray button is pushed.